Manufacturer narrative:
(B)(6). Patient information requested not available at time of report. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported an adverse event involving the death of a patient on (B)(6) 2018 involving a patient monitored on a bedside device mon3 in room (B)(6) connected to the information center central monitor. The event occurred at 6:35 am and the customer has requested assistance from philips in determining if a cardiac or respiratory arrest occurred. The patient died.

Manufacturer narrative:
The device was evaluated by a local philips field service engineer (fse) who stated the device was operating per specifications. The customer did not allege a malfunction of the device or any failure to alarm. The fse provided screen shots from the bedside demonstrating the pattern of alarms. The data shows low spo2 alarms occurring with alarm pausing and silencing. There are 3 alarms for low spo2 (spo2 basso) and then there is one additional low spo2 alarm occurring at the same time as a bradi alarm which is the only alarm related to heart rate/pulse in this sequence. These alarms are then paused. There were periods of poor signal quality interrupting measurement of the spo2. It was stated that alarms were operational and the patient was attended to with doctors promptly intervening therefore the data does not support that the device was a factor in the death. Limited details about the patient and event were provided. The device was indicated to be performing to specification and no malfunction of the device was alleged and none is supported. No further action or investigation is warranted. The customer requested a summary of the data in terms of the nature of alarms provided which has been provided via a formal letter. The device remains in use.